Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The patient was born in 1945. The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The controller passed visual and functional testing. Both power ports clicked to connect with both battery and ac adapter and were easy to connect and disconnect. System testing did not indicate any abnormal operation of the controller power connectors. A poor mechanical connection could not be confirmed at the bench level. Both power ports provided power to the controller as expected when using a battery or ac source. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With the reported information (and without relevant logs), the root cause of the reported event cannot be determined. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the patient that they experienced a controller that did not recognized a power connection. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.